Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reportedly by the rep that the lcsc1 shears refused to work. An lcsk5 was used to complete the case. There was no consequence to the pt.